Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported on (B)(6) 2009, patient underwent additional surgery consisting of laminectomy at l1-l2 and posterior spinal fusion with instrumentation at l1-l5 using allograft. Rhbmp-2/acs was implanted in this additional surgery. Post-operatively, patient continued to complaint about pain (being at a 6 on the pain scale) and numbness at everything from waist till foot on the left side. Patient complained of sexual complications. Reportedly, patient has increased fear of cancer. Patient now experiences new, different and worse pain than he did prior to his treatment.